Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable as a malfunction. No medical records or no medical images have been made available to the manufacturer; however a photo was provided. As the lot number for the device was not provided, a review of the device history records was unable to be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Image/photo review: one electronic photo was reviewed. The photo shows a crosser 14s catheter and an unknown guidewire. The catheter and inner core wire were detached near the distal end of the strain relief. Based on the photo provided, detachment of device can be confirmed; however, the device becoming stuck in the lesion could not be confirmed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during treatment for severe stenosis, the recanalization catheter allegedly became stuck in the lesion. The catheter was removed from the patient without incident. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in model #/lot # has not been cleared in the us, but is similar to the cto recanalization catheter products that are cleared in the us. The 510 k number and pro code for the crosser recanalization catheter products are identified in common device name and PMA #. Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one electronic photo was reviewed. The photo shows a crosser 14s catheter and an unknown guidewire. The catheter and inner core wire were detached near the distal end of the strain relief. Based on the photo provided, detachment of device can be confirmed; however, the device becoming stuck in the lesion could not be confirmed. Conclusion: the device was not returned. Based on the photo review the investigation is confirmed for detachment of device as the catheter and inner core wire detached near the strain relief. The investigation is inconclusive for failure to advance as the device was not returned for testing. Per the reported event details, the catheter was being used in a severely calcified lesion. When the distal tip became stuck in the lesion it most likely caused the core wire and catheter to detach mid shaft. It is unknown if the attempt to dislodge the distal tip from the lesion caused the core wire detachment. It is possible that user related issues contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - when using the crosser® catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser® catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. -do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator adverse events: - as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - set the irrigation system to 0.3 ml/sec (18 ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: - advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1 cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. - upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during treatment for severe stenosis, the recanalization catheter allegedly became stuck in the lesion. The catheter was removed from the patient without incident. There was no reported patient injury.